Manufacturer narrative:
(B)(4). Batch # p57n0z. Per photographic evaluation: two photos were provided. The first picture shows a blue reload from the bottom view. The sled can be seen until the end of the reload. The second picture shows the open jaws of a device inside of a box. Based on the photos alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results that one pse60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The reload was received fully fired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Metal piece fell off. During the endoscopic pancreatoduodenectomy (open surgeon study class, our sales was on site), after fired with pse60a and ecr60b, removed the cartridge from the device, found the pan stuck in the jaw. Chief surgeon installed and removed cartridge by himslef, and our sales confirm the methods were correct. Another device was used to complete the surgery. There were no adverse consequences to the patient.